Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn material.

Event description:
It was reported that, during a retrograde intrarenal surgery procedure using a percuflex plus stent, it was noticed during insertion that the stent broke. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.